Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient didn't recharge his ipg as recommended. In turn, his ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.